Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances measuring 150 ohms. Additionally, defibrillation threshold testing (dft) was performed where a 31 joule shock was delivered and the impedance measured 109 ohms. At this time, this rv lead remains in service. No additional adverse patient effects were reported.